Manufacturer narrative:
(B)(4): suspected positive bi.

Event description:
A customer reported a positive reaction of the cyclesure biological indicator (bi). There are no reports of injury or harm related to the unrecalled load. The customer stated that the cap of the bi was taken off when the bi vial was removed from the incubator (after 24 hours) and found the media was evaporated. The customer reported that the tyvek paper in the cap of the bi was crinkled. The result of the previous load was unknown and the result of the subsequent load was negative.

Manufacturer narrative:
Correction: device manufacture date: 1/22/2010 asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and there was no report of non-conformance found that could contribute to the reported failure mode. The complaint history for the cyclesure bi, lot 022101 revealed there were no other similar complaints reported for this lot. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and and the issue is considered to be none/negligible risk. The retain samples of lot 022101 were tested for positive bi. The test resulted in no positive bi and the bis were found to meet specifications. Therefore, the reported failure mode could not be confirmed. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. There was no report of sterilizer malfunction during the cycle of which the reported bi was used. Therefore, it is unlikely that the positive bi result was attributed by the sterrad sterilizer. The cycle passed which shows that sufficient h2o2 was delivered into the system, thus the cassette is not likely to be the cause of the issue. Based on the information available, a definite root cause to the reported issue is not determined. The positive sample was received at asp with a deep purple-blue color of both the tyvek liner and spore disc as well as the remaining media in the vial was a deep purple-blue color. There was no indication of positive growth from the complaint sample. No manufacturing defects that would lead to positive bi could definitively be identified for the positive bi complaint sample. There were no problems found with retain samples of lot 022101 as the failure mode could not be confirmed from the testing.